Event description:
The user facility reported that a blood clot formed in the centrifugal pump during a bypass procedure. As a result, the perfusionist switched to another pump without further complications and the procedure was completed successfully. The patient condition was reported as "fine".

Manufacturer narrative:
Follow-up communication with the user facility confirmed that the patient was fine and the event appeared to be the result of user error when the perfusionist allowed the pump to continue running after clamping off the line which caused the pump to overheat and clot. The returned sample was decontaminated and visually examined. Visual examination confirmed the reported clotting. Internal components were examined and noted to be warped and worn. This damage is consistent with the reported observation where clamping the outlet port causes the pump to overheat, causing the blood to clot and produce excessive wear and warping of components. All units are tested during production and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an occurence with specific cautions to avoid prolonged operation of the pump with the outlet line fully occluded to prevent warming the fluid in the pump chamber and to minimize blood trauma. All available information has been placed on file with quality management for appropriate tracking, trending and follow-up. Pt.